Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high thresholds. X-ray examination confirmed that this lead was dislodged, and the helix was retracted. The physician decided to explant and replace this lead, it was also mentioned that there was an infection. It is unknown if this lead will return. No additional adverse patient effects were reported.